Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of a failure to deliver medication as intended, however, quality engineering determined the reported condition to be related to problem code 9, which was discovered during device evaluation. The root cause of problem code 9 was determined to be an defective slide clamp assembly. This device was returned unrepaired due to service estimate refusal by the customer. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a flo-gard infusion pump which did not infuse as intended during patient use. This condition may have resulted in the interruption of an infusion. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.